Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor retracted inside sensor and was broken. Unable to confirm customer received sensor damaged because the customer returned it opened/used.

Event description:
The customer's nurse reported that the sensor was missing the electrode. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.